Event description:
The customer called to report blood glucose levels ranging from 134 to hi and that she went to ER. She reported that the cannula was not bent, the infusion site looked good and that she followed recommended application techniques. No further information was reported.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.